Manufacturer narrative:
Additional information added to: report source.

Event description:
It was reported that a saline bag was attached to primary set and aloxi bag was connected to secondary set. Aloxi bag secondary set was unclamped and began to drip fast despite of the rate being set at 140ml/hr. It was observed that the aloxi back flowed into the primary set as the drip chamber was completely filled. There was no patient harm. During an onsite visit, it was noted that there were no irregularities observed in the device logs, and the device rate accuracy was within specification. During visual inspection of the pump module, the bottom lower right datum post was slightly crushed and mushroomed. Received copy of medwatch: "saline bag attached to primary line secondary line y-sited above pump attached to medication bag, aloxi when unclamping aloxi, the bag began to drip very fast despite the fact that the rate was only 140ml/hr rn clamped line, disconnected from pt, and took IV pole and tubing out of service aloxi seemed to be back priming into the primary saline baf as the chamber of the saline filled completely FDA safety report ID# (B)(4)." Received copy of medwatch: "saline bag attached to primary, secondary line y-sited above pump with aloxi in bag when unclamping aloxi, the bag began to drip very fast, despite the fact that the rate was only 140ml/hr aloxi seemed to be back priming into the primary saline bag as the chamber of the saline filled completely FDA safety report ID# (B)(4)."

Manufacturer narrative:
The customer¿s report of a back check valve failure was confirmed. The sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. The check valve was visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed and fluid and air bubbles were immediately noticed going into the primary bag. Fluid was also noted to have gone past the check valve indicating a failing check valve. The check valve failure was due to a (pvc) particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The root cause was not identified.

Event description:
It was reported that a saline bag was attached to primary set and aloxi bag was connected to secondary set. Aloxi bag secondary set was unclamped and began to drip fast despite of the rate being set at 140ml/hr. It was observed that the aloxi back flowed into the primary set as the drip chamber was completely filled. There was no patient harm. During an onsite visit, it was noted that there were no irregularities observed in the device logs, and the device rate accuracy was within specification. During visual inspection of the pump module, the bottom lower right datum post was slightly crushed and mushroomed. Received copy of medwatch: "saline bag attached to primary line secondary line y-sited above pump attached to medication bag, aloxi when unclamping aloxi, the bag began to drip very fast despite the fact that the rate was only 140ml/hr rn clamped line, disconnected from pt, and took IV pole and tubing out of service aloxi seemed to be back priming into the primary saline baf as the chamber of the saline filled completely FDA safety report ID# (B)(4)" received copy of medwatch: "saline bag attached to primary, secondary line y-sited above pump with aloxi in bag when unclamping aloxi, the bag began to drip very fast, despite the fact that the rate was only 140ml/hr aloxi seemed to be back priming into the primary saline bag as the chamber of the saline filled completely FDA safety

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Relevant history: breast cancer. Race: caucasian.

Event description:
It was reported that aloxi medication was hung as secondary set and was connected to primary set with saline bag. The secondary set was unclamped and the aloxi medication began to drip fast despite of the rate being set at 140ml/hr. It was observed that the aloxi back flowed into the primary set as the drip chamber was completely filled. There was no patient harm. During an onsite visit, it was noted that there were no irregularities observed in the device logs, and the device rate accuracy was within specification. During visual inspection of the pump module, the bottom lower right datum post was slightly crushed and mushroomed.